Manufacturer narrative:
Continuation of d10: product ID: 8709sc, lot/serial# (B)(6), implanted: (B)(6) 2008, product type: catheter; section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving morphine drug via an implantable pump. It was reported that the patient experienced sudden changes in pain relief and began showing withdrawal symptoms. The physician completed a catheter access port (cap) study on an unknown date and was unable to aspirate catheter. The physician and the patient decided to change the pump at the same time as the catheter replacement. There were no known environmental/external/patient factors that may have led or contributed to the issue. Action/intervention: cap study and catheter replacement. The catheter and the pump were discarded. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history was not available due legal and confidential reason. The patient was alive and no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that there was no known pump/device issues. Per the physician, the hcp discussed with the patient and they both wanted to proceed with replacing the pump at the same time as the planned catheter replacement to prevent from having to be operated again in the near future to replace pump at elective replacement indicator (eri). The pump was discarded and the old catheter was tied off and remained implanted.